Manufacturer narrative:
This lot was manufactured september 9, 2016 ¿ september 12, 2016. One actual coiled tube infusor unit was returned for analysis containing approximately 45 ml of drug solution in the reservoir. A visual inspection on the unit via the naked eye showed no evidence of flow at the distal luer when the luer cap was removed. Examination of the tubing revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid path inside the tubing. Since the direct cause of the flow problem was due to crystallized drug, the infusor device was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor which was filled with desferrioxamine 1300 mg in 50 ml sodium chloride 0.9% would not flow when the blue winged luer cap was removed. This event occurred before use and there was no patient involvement. No additional information is available.